Manufacturer narrative:
Initial reporter address: (B)(6). OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: a complaint history check was performed and this is the 1st related complaint reported with the material number 301285 for batch number 9191984. DHR reviewed found no non-conformities. 2 photograph received and available for investigation. The 2 photographs received and the retention samples of lot number 9191984 were used for investigation by bd, the team investigated the photographs and the retention samples of material number 301285 for lot number 9191984. While the photograph confirmed the crack on the barrel we did not find any defect in the retention samples. The defect is confirmed on the photograph received. Investigation conclusion: after thoroughly investigation and review of photographs the picture shows a cracked barrel and thus the complaint is confirmed. Although machine already have crack barrel detection system so there may be possibility of crack barrel generation after detection system. Root cause description: potential root cause is not identified for the defect but probable root cause may be that the syringe got stuck somewhere in transfer conveyer. As crack barrel is critical defect so following actions are proposed to avoid crack barrel defect. Syringe transfer mechanism changed from pneumatic to servo to reduce shock and for smooth transfer of syringe. Also awareness training is provided to all the concern associate to check the material frequently for effectiveness of change. Rationale: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that 1800 discarditii 5ml with 22x1 were cracked and spilled blood. The following information was provided by the initial reporter: "when dr. (B)(6) was taking blood sample of patient in pathlab, the syringe developed a crack and got burst with blood spillage on doctor as well as patient."